Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis was starting to dislodge. The instrument exhibited a gap between on one side of the tube to the proximal clevis interface. As a result, the clevis was partially dislodged from the main tube. No pieces were found to be missing. Engineering concluded that damage was likely due to overloading at the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the tube damage if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported that the small grasping retractor instrument black shaft where the tip is held was loose. No patient harm, adverse outcome or injury was reported.